Manufacturer narrative:
The reported multiple admissions due to low voltage were reported under: MFR # 2916596-2020-04177, MFR # 2916596-2020-02878, MFR # 2916596-2021-04251 and MFR # 2916596-2020-04486. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that review of the patient¿s device interrogation showed there were numerous no external power and low voltage alarms. The mobile power unit (mpu) lost total power in each event and enabled the backup battery in the controller until power was restored to the mpu on the following date and times: on (B)(6) 2022 at 0548 no external power for 7 seconds, 0549 no external power for 17 seconds, 549-550 no external power for 38 seconds, and 0620-0622 no external power for 75 seconds in which there was no interruption in pump support during that time. Additional information requested but not provided. Related manufacturer report number for the heartmate 3: MFR # 2916596-2022-01398.

Manufacturer narrative:
B1: adverse event was checked inadvertently. B2: hospitalization and required intervention were checked inadvertently. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file review. The log file spanned approximately 9 hours (24feb2202 from 04:01 to 13:01 per the timestamp). Multiple no external power alarms activated on 24feb2022 from 05:48 to 06:21 due to the rsoc and bus voltages simultaneously diminishing to ~0v with a loss of ac power on the mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.